Manufacturer narrative:
The complaint investigation was performed for observed falsely elevated architect stat troponin-I results which included a search for similar complaints, and the review of complaint text, trending data, labeling, device history records, retained testing, and historical performance of reagent lot 52411un20, through worldwide data. Return testing was not completed as returns were not available. The historical performance of reagent lot 52411un20 was evaluated using worldwide data. Patient data was analyzed and compared to an established control limit. This evaluation indicated that all three levels of the patient medians and the cal f rlu are within the established limits. Therefore, no unusual reagent lot performance was identified for lot 52411un20. The accuracy testing was performed for reagent lot 52411un20 using an internal troponin-I panel which was tested with a retained kit of the likely cause reagent lot. Acceptance criteria were met, which indicates acceptable product performance. Trending review determined no trends were identified for the product related to the complaint issue. Device history record review did not identify any non-conformances or deviations for the likely cause lot 52411un20. Labeling review adequately addresses the issue under review. Based on the investigation, no systemic issue or deficiency of the architect stat troponin-I for lot number 52411un20 was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a false positive architect stat troponin-I result for a male patient. The following data was provided on 01oct2020 (customer reference range: 0.03¿ 0.3 ng/ml): the original patient sample generated a troponin-I result of 2.28 ng/ml. The patient is then sent to the hospital across the street where they drew a new sample, and ran the troponin on a beckman coulter analyzer and generated a result of less than 0.01 ng/ml. In 8 hours, another troponin sample was drawn, and repeated generating a result of 0.01 ng/ml. The customer pulled the original sample from their facility and repeated the testing and generated a troponin-I result of 2.01 ng/ml. On (B)(6) 2020, the customer pulled the original sample and sent the sample to another hospital (wadley) for testing. The results from wadley are as follows: architect: 2.251 ng/ml; beckman coulter: 0.00 ng/ml . There was no impact to patient management reported.